Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge leaked from an unspecified location. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose (bg) was 600 mg/dl with ketones and bg was addressed with a bolus via the pump. Reportedly, the customer stated that the elevated bg level was an injury. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.